Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen module failed. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The authorized service provider (asp) confirmed that there was a co2 rebreathing warning on the device. The asp determined that the gas delivery system (gds) module was faulty. The gds was replaced, the device passed testing and inspection, and was confirmed to be returned to full functionality.

Manufacturer narrative:
E1: reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).